Manufacturer narrative:
The insulin pmp was not in manufacture mode. The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. No additional cracks on the reservoir tube noted during physical inspection.

Event description:
The customer reported via phone call the insulin pump has damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer states dropped the pump and now there is a crack on the reservoir. The insulin pump is being replaced and is expected to return for analysis.